Manufacturer narrative:
The reported event of was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that as received, a partial lead was returned in two pieces measuring 18.1 cm and 14.5 cm, respectively. Visual examination of the lead found an external abrasion that breached the outer insulation and exposed the outer coil caused by friction to the device can located on the connector portion of the lead. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.